Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for rubber from the stopper is fragmented with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for rubber from the stopper is fragmented with the incident lot was observed. Root cause description: based on the investigation, bd sst ii tube should not be filled with the syringe. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes cap is broken. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when we inserted the needle throught the cap of the affected reference, the rubber from the stopper is fragmented, sticking a small part to the needle when it is removed.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes cap is broken. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when we inserted the needle through the cap of the affected reference, the rubber from the stopper is fragmented, sticking a small part to the needle when it is removed.